Event description:
It was reported by the plaintiff's attorney that "plaintiff was implanted with the transvaginal sling product" to "treat her stress urinary incontinence," the implant date and product identification was not provided. The plaintiff's attorney alleges that the plaintiff "has suffered severe and permanent bodily injuries and significant mental and physical pain and suffering," and "has sustained permanent injury, has undergone medical treatment and has undergone corrective surgery and hospitalization," and "other damages."

Manufacturer narrative:
It is unk what ams pelvic mesh product was implanted. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.